Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1056476, medical device expiration date: 2024-02-29, device manufacture date: 2021-02-25. Medical device lot #: 1084400, medical device expiration date: 2024-03-31, device manufacture date: 2021-03-25. Investigation summary: it was reported by the health professional the syringe is hard to push. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot numbers 1056476 and 1084400. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel.

Event description:
It was reported that 2 10 ml bd posiflush¿ normal saline syringes experienced difficult plunger movement. The following information was provided by the initial reporter: recently over the last two weeks radiology has noticed a lot of defective bd prefilled saline flushes. To the point it has caused multiple patients to receive a second int. I have received complaints from rad nursing, CT, and nuclear medicine stating the syringe is hard to push to the point they believe the IV is not good. This is not every syringe in the box, but up to 50% of a box is causing issues, especially when it gets down to around 5cc in the syringe. This is a patient care issue when we are having to place multiple int in patients due to saline flush syringe malfunctions.